Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported it was impossible to reposition the pump. It was not possible to move the catheter against the repo sheath. There was no reported patient harm.

Manufacturer narrative:
The investigation into the introducer damage ¿ mechanical has been completed since the original report was submitted. The device was not returned for investigation. It was reported that pump was unable to reposition with the catheter, impossible to slide against the repo sheath. The cause of the positioning issue was not determined since product was not returned and due to insufficient clinical information.